Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2004, the patient had essure (ess205) inserted. An unknown time later she experienced sexual dysfunction ("sexual dysfunction") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy abdominal, salpingectomy bilateral (ovaries conserved) in (B)(6) 2014; oophorectomy bilateral in (B)(6) 2021). Essure (ess205) was removed in (B)(6) 2021. At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and sexual dysfunction to be related to essure (ess205) administration. The reporter commented: hysterectomy abdominal and salpingectomy bilateral (w/ ovaries conserved) in (B)(6) 2014; oophorectomy bilateral in (B)(6) 2021. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2004, the patient had essure (ess205) inserted. Essure (ess205) was removed in (B)(6) 2021. An unknown time later she experienced sexual dysfunction ("sexual dysfunction") and post-traumatic stress disorder ("ptsd") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterec abdominal, salpingec bilateral (ovaries conserved) in (B)(6) 2014; oophorec. Bilateral in (B)(6) 2021). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal, post-traumatic stress disorder and sexual dysfunction to be related to essure (ess205) administration. The reporter commented: hysterectomy abdominal and salpingectomy bilateral (w/ ovaries conserved) in (B)(6) 2014; oophorectomy bilateral in (B)(6) 2021. Impact on lifestyle. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-feb-2023: report received on 27-jan-2023 - but date cannot be earlier than most recent follow-up, thus entered as 02-feb-2023. Event: ptsd, reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced sexual dysfunction ("sexual dysfunction"). The patient was treated with surgery (hysterec abdominal, salpingec bilateral (ovaries conserved) in (B)(6) 2014; oophorec. Bilateral in (B)(6) 2021). Essure (ess205) was removed in (B)(6) 2021. At the time of the report, the medical device removal and sexual dysfunction outcome was unknown. The reporter considered medical device removal and sexual dysfunction to be related to essure (ess205). The reporter commented: hysterectomy abdominal and salpingectomy bilateral (w/ ovaries conserved) in (B)(6) 2014; oophorectomy bilateral in (B)(6) 2021. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.